Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the clip applier would not completely form the clip, another clip applier was pulled to complete the case. Applier originally part of a chole kit. There was no consequence to the pt.